Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed an out of range high impedance measurement with possible loss of capture. The pacemaker was re-programmed to resolve the issue. The patient had no adverse consequences.